Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the 911 was called. Customer had high and low blood glucose. Customer's blood glucose was 500 mg/dl and 29 mg/dl. Customer mentioned the insulin pump did not help bring down customer's high blood glucose. Customer declined troubleshooting for high blood glucose. Customer will not be returning the device for analysis.